Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the dental implant placed in type ii bone in ada site 11 in the mouth failed after nearly 2 months. Clinician reports patient's peri-implantitis, infection, pain, bleeding, poor bone quality/qty and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that the dental implant placed in type ii bone in ada site 11 in the mouth failed after nearly 2 months. Clinician reports patient's peri-implantitis, infection, pain, bleeding, poor bone quality/qty and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that the dental implant placed in type ii bone in ada site 11 in the mouth failed after nearly 2 months. Clinician reports patient's peri-implantitis, infection, pain, bleeding, poor bone quality/qty and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).